Manufacturer narrative:
(B)(4).

Event description:
It was reported that not getting alerts occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be loss of connection over an hour due to the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.